Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected information: patient code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 2-fold bs replacement with dorsal screw connection expedium single innie (si) set screw was performed due to degenerative werner syndrome (ws) disease. This report is for 4 of 4 for (B)(4).

Manufacturer narrative:
This report is for an unknown cage/spacer. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, intraoperatively permanent clamping of the clamping ring. Insertion of inner shaft as well as removal of trial implants was possible only with strong force and tricks. In addition jamming of knob, almost no exchange of trial implants and inner shaft to introduce the definitive implant possible if violence had not been applied. Surgical delay about 20 minutes as only one instrument was on the tray. No adverse patient consequences, no part remaining in patient.. Concomitant device reported: unknown trial implants ( part# unknown, lot# unknown, quantity unknown). This complaint involves three (3) devices. This is 3 of 3 for report (B)(4).